Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received d4 and e3 - reliability laboratory technician f12 and g3 - st. Jude medical crmd reliability laboratory h6 - code 68 - no complaint was received with return of the device. Failure (event) observed during analysis.